Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary procedure. The procedure was completed by moving the patient to another room at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating the stand movements were partially available preventing geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that motorized movement was unavailable during beam longitudinal frontal movement and requested onsite support. The philips field service engineer (fse) inspected the system onsite and cleaned the rails, checked the longitudinal motor, and found no issues. The fse performed longitudinal current calibration with no abnormalities detected, stand movement tests were also completed, and no issues were observed at that time. The fse cleaned up the tools from the room and handed over the system to the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the gave an alert indicating the stand movements were partially available, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.